Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced that neurostimulator therapy was not active and reported that everything seemed off. The patient observed an information symbol displayed on the patient programmer screen and was initially unable to switch the programmer from icon mode to text mode. The patient checked the patient programmer battery level. The patient was scheduled for neurostimulator replacement, though the specific reason for replacement was not recalled. The patient was instructed to turn therapy on, which was completed, and with technical assistance, was able to switch the programmer to text mode after several attempts. Upon review, stimulation was confirmed to be on, the implanted battery was reported as ok, and the information symbol was no longer present on the screen. The patient was redirected to contact the nurse at the managing healthcare office to review notes from the recent appointment. No patient complications have been reported as a result of this event.